Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that: "pt. Has complained of increased pain in hip in the last 6 months. X-rays and bone scan noted "hot spot" near lateral distal portion of stem. Plan to revise stem and head. A 155x size 11/17 distal restoration ha stem was implanted. Thirty two to biolox c-taper head implanted any preop info was unable to be located."